Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for a non-ventricular rhythm. The patient was addressed with a medication change. The patient condition is stable. The patient is scheduled to follow up in (B)(6).